Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was "way too much movement" on the patient's right side. It was clarified that the patient suddenly experienced twitching on her right side, including her eye. The patient stated it "was like dyskinesia". The patient spoke to her health care provider (hcp) and was instructed to turn stimulation down but the issue did not resolve; the patient still could not drive. The patient confirmed that there were no falls, trauma, or emi exposure related to the issue. The issue began occurring 1.5 weeks ago.

Event description:
Additional information received on 2016-aug-01 reiterated that the right side movement the patient was experiencing was likely due to parkinsonian disease dyskinesia. The voltage of the device was decreased to resolve the issue, but it was unknown if the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.